Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.

Event description:
There is a foggy dot in the center of the image this event occurred at the time of before use. There was no report of patient harm.